Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. It was reported that the needle had been found broken in the newly dispensed suture when it was opened preparing for the unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? Device return status.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - what is the lot number? ---unk. - device return status:---noted.